Event description:
It was reported that customer used arctic gel pads for the process, arctic sun 5000 showed alarm low flow and air leakage, the flow rate was less than 50% of the maximum flow rate measured since the last power on or empty pads, or the flow rate was less than 300 ml/minute, then change the arctic sun 5000, still the same alarm warning. Per sample evaluation results on 15may2024, it was reported that the right thigh pad had a chip on the (+) end of the connector which made it difficult to connect. Hydrogel had torn near a corner of the left chest pad and was folded over. Gel could easily be peeled away from the edges of this pad. On the right thigh pad, hydrogel easily peeled from a corner of the pad when the protective plastic was lifted up.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator loading error during manufacturing. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened arctic gel medium pad kit present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. The right thigh pad had a chip on the (+) end of the connector which made it difficult to connect. No visible chips or deformities at the ends of all other connectors. Tubing for all the pads noted no kinks present. Hydrogel had torn near a corner of the left chest pad and was folded over. Gel could easily be peeled away from the edges of this pad. On the right thigh pad, hydrogel easily peeled from a corner of the pad when the protective plastic was lifted up. For all other pads, hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications per inspection procedure which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer used arctic gel pads for the process, arctic sun 5000 showed alarm low flow and air leakage, the flow rate was less than 50% of the maximum flow rate measured since the last power on or empty pads, or the flow rate was less than 300 ml/minute, then change the arctic sun 5000, still the same alarm warning.per sample evaluation results on 15may2024, it was reported that the right thigh pad had a chip on the (+) end of the connector which made it difficult to connect. Hydrogel had torn near a corner of the left chest pad and was folded over. Gel could easily be peeled away from the edges of this pad. On the right thigh pad, hydrogel easily peeled from a corner of the pad when the protective plastic was lifted up.